Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 400 units of insulin (approximately 450 units). The customer's blood glucose level was 128 mg/dl. Reportedly, the customer reloaded the cartridges successfully and received an accurate fill estimate.